Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl. The customer consumed juice to treat bg level. Reportedly, the customer is on a diet and called tandem technical support for assistance with lowering the basal rate settings. Tandem technical support assisted the customer with the requested changes to the settings.